Event description:
The customer reported observing an unknown amount of bloody fluid leaking from the lh750 analytical station while the instrument was idle. The leak was contained within the instrument, no error messages were generated. No erroneous results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
No field service engineer was dispatched. A customer technical specialist (cts) assisted the customer over the phone. The customer replaced the aspiration needle resolving the reported leak. (B)(4). Customer resolved the issue.